Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing unintended stimulation, experiencing new pain or shock, changes in waa parameters, having another device implanted, and experiencing stimulation/new pain in a new area that is not targeted for therapy have been ruled out as potential causes. The questionnaire shows the patient engaging in strenuous movement post-implant procedure, which contributes to the occurrence. The clinical representative also disclosed the implanting clinician told the patient following the trial, that he was not going to get much relief of his symptoms if he decided to get the permanent trial. However, the patient decided to move forward with the permanent implant procedure. The stimulator is used to treat pain. The cause of the new pain is due to the patient engaging in strenuous activities post-implant procedure (user error-patient).

Event description:
The patient reported decreased pain relief and lead discomfort in the neck in certain positions. The patient requested an explant however a procedure date has not be set.